Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, following a balloon inflation, a dissection was noted in the vessel. After unsuccessful stent placement attempts, the pt was sent to coronary artery bypass graft. No other info was reported.